Manufacturer narrative:
For this initial medwatch report, one clamp is being submitted. Synthes is unable to determine which lot # potentially contributed to the complaint event; therefore, all lot number's are being reported as follows: lot # 8694874 and lot # 8752882. Expiration date reported as 1 october 2023 for lot # 8683564 in DHR. Manufacture date reported as 18 october 2013 for lot # 8683564 in DHR. A device history review was requested for lot numbers 8694874 and 8752882. A device history review was conducted. The report indicates that the corresponding non sterile part 498.831 lot 8683564 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. : the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: additional codes: nkb, mni, mnh, kwq. Additional lot numbers 8752882 and 8651791 are being reported. Lot 8752882 (corresponding non sterile material: part 498.831 lot 8705118) supplier: (B)(4) (sterilization), manufacturing date: 31 oct 2013 and expiry date: 01.nov 2023 and for lot. 8651791 manufacturing date:01.10.2013. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing records were reviewed and no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the uss system was used for t12-l2 fixation. During the final tightening of rods, the screw head of the gold screw was worn and spun free with the wrench, and the surgeon could not fix the clamp and the rod. It was reported that after the surgery, it was found the thread of screw was wrenched off and the thread of clamp was broken. There were no infectious diseases reported for the patient. There was a 30 minute delay reported. This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: sterile lot number 8694874 manufacturing date: november 5, 2013. A review of the device history records for part number 498.831 sterile lot number 8694874 and non-sterile lot number 8683564 was completed: no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the investigation of the complained items shows that the thread of the set screw, the hexagon head and also the thread in the clamp body are badly damaged. Therefore a proper connection and tightening is not possible. It is likely the screw was forcibly screwed down in a misaligned position. Therefore it got damaged while screwing them, the hexagon got damaged while the use from improper tool. The article was manufactured in the year 2013. No complaint related issues for this article were found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.